Manufacturer narrative:
Manufacturer narrative : secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a shorter length lens and the problem resolved. Cause of the event was reports as unknown.

Manufacturer narrative:
Correction: g4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).